Event description:
A home pt contacted baxter's tech svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during a dwell cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt noted a leak in a supply bag during therapy. Baxter's tech svc ctr assisted the home pt in ending the therapy early. The home pt completed therapy by setting up with the same supplies. No pt injury or medical intervention was associated with this incident per the home pt.